Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical reports were provided for review. Medical records alleges that, the patient underwent an implantable port placement procedure via right internal jugular vein using a powerport (model: 1808060, unknown) implanted on (B)(6) 2015 for delivery of chemotherapy as part of endocervical cancer treatment. The investigation is inconclusive for the reported obstruction of flow issue as no objective evidence was found in the provided report. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime after port placement, the patient was diagnosed with blood clot. However, the current status of the patient was unknown.